Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 till (B)(6) 2018. This morning, customer woke up with a low blood glucose value was 78mg/dl and now blood glucose was at 139mg/dl. Customer¿s blood glucose value at time of incident was 541 mg/dl and current blood glucose value was 139 mg/dl. The customer experienced symptoms such as feeling shaky. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.